Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presyncopal patient presented in clinic for follow up. Upon interrogation of the implantable cardioverter defibrillator, backup operation was observed. The patient's condition was stable after restoration on the device was performed successfully.